Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified and a different issue was identified. Correction: section d serial number.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that during basal delivery, a cartridge alarm occurred. Customer changed the cartridge and the alarm reoccurred. Customer's blood glucose was 120 mg/dl. Customer reverted to using an alternate method of insulin therapy.